Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system did not start. Review of system log file by rse does not show any related errors. Upon troubleshooting, rse found that the power off button does not work. Rse instructed to turn the circuit breaker off/on and then re-launch the system. After relaunching the system via circuit breaker, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the allura system was not starting. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the power off button did not work. Philips has started an investigation of this complaint.